Event description:
The customer states that there was a sample barcode misread on the ortho provue. Sample barcode label (B)(4) was scanned as (B)(4). No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed a sample barcode reader camera alignment and camera optics adjustments. The fe verified with 2nd level support that the customers barcodes were not in spec (placement of barcode to low and resolution to low). The customer ran and approved qc and samples. Repairs have returned the instrument to expected operation. (B)(4).